Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) shocking lead due to a high out of range shock impedance measurement of 127 ohms. Boston scientific technical services (ts) was consulted and reviewed the remote home monitoring system data. Upon review it was found that the shock impedance had been gradually increasing over the last few months. Ts also discussed that the rv lead is a single electrode lead, which tends to yield higher shock impedance values. The option of monitoring the shock impedance measurements and possibly increasing the remote home monitoring alert were discussed. At this time the clinic has opted to continue to monitor the patient via the remote home monitoring system. The ICD and rv lead remain in service and no additional adverse patient effects were reported.